Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: on examination, the keypad has no visible sign of damage. On testing, the up arrow, down arrow, ok and contrast buttons were responsive to button presses and were functional. The buttons had spring back and click. The keypad cover was removed for investigation and did not reveal any evidence of defect, damage or contamination. There was visible moisture residue on display screen. There was no visible damage to pump case. A leak test was performed and a leak was found at the display lens. The display screen was noted to be dim, faded and discolored. Adjustment of the contrast setting did not resolve the issue. The pump was opened to check for investigation and revealed moisture residue on the internal components and printed circuit boards.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the up arrow, down arrow and ok keypad buttons were unresponsive to user input. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.